Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The malfunction was arritbuted to depleted batteries. The device log was reviewed and had a consistent low battery state; however, it was not duplicated during on/off current testing. A replacement battery was sent to the customer. The device was recertified and returned to customer. Analysis of reports of this type has not identified an increase in trend.